Event description:
During intervention to a restenosed taxus stent in the mid rca, the cypher sds balloon was reported to have ruptured at six atmospheres during inflation. As the cypher stent was adequately deployed at the target lesion, it was post-dilated with another ptca balloon to successfully complete the procedure. There was no report of patient injury. The target vessel was heavily calcified and highly tortuous, with 99% stenosis. The lesion had been pre-dilated without difficulty. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.